Manufacturer narrative:
(B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt did not receive effective stimulation from his scs system. Reprogramming was unable to resolve the issue. Subsequently, the pt underwent surgical intervention where his entire scs system was removed.